Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that myocardial infarction (mi) occurred. In (B)(6) 2014, the patient was referred for cardiac catheterization which revealed the 100% stenosed target lesion that was located in the proximal right coronary artery (rca) and was 28mm long with a reference vessel diameter of 4.0mm. The lesion was treated with direct stent placement of a 4.00 x 28mm study stent with 3% residual stenosis. One day post index procedure, the patient had an event of perioperative myocardial infarction (mi). Cardiac enzyme elevation was consistent with the protocol definition of mi. Medication was given to treat the event. Eight days post procedure, the event was considered as recovered/resolved and the patient was discharged on aspirin and clopidogrel.